Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high out of range shock impedances were noted on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) discussed troubleshooting options with the reporter. No adverse patient effects were reported. During review, it was also noted that episodes of noise had been stored on this device. It was determined that the episodes of noise had been stored during periods where the patient was undergoing surgeries and therefore exposed to electromagnetic interference (emi). This ICD and the associated rv lead remain in service.